Event description:
This lead was explanted on (B)(6) 2010 due to elevated thresholds. The procedure took place at (B)(6) center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).